Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Upon review, the implantable cardioverter defibrillator exhibited high impedance. The physician opened the patient's pocket and tightened the setscrew. It was noted that this resolved the issue. The patient will be followed normally.